Event description:
Baxter intravia 250ml empty container showed visual particulates when fluid is added to bag. Multiple bags of the same lot number yielded visible hair-like fragments that appear to be made of pvc.